Event description:
It was reported that the surgeon attempted to insert a +18.5 diopter cq2015 three piece collamer lens and the front haptic was torn while advancing in the cartridge. There was no patient contact. The reporter believes the incident was caused by the cartridge.

Manufacturer narrative:
H6: evaluation method - lot order search. Evaluation results - visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was a clear surgical residue on the cartridge, however, there was no visible damage observed. A lot order search was performed and there were no similar complaints found. Conclusion - (no conclusion can be drawn): based on the complaint history, the lot order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.